Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm- did the needle break into 2 pieces? Or did the whole needle detach from suture? Did the needle/needle piece fall into patient? If yes, was it removed? And how? Any patient consequences / ae outcome as a result of the event report? Any medical / surgical intervention done on patient due to the event report? Was procedure completed successfully? And how? This medwatch report is in response to receipt of facility report # 1002600000-2018-8006. (B)(6).

Event description:
It was reported that a patient underwent a vaginal delivery in (B)(6) 2018 and suture was used for a vaginal tear repair. During the procedure, status post vaginal delivery, the suture needle broke during stitch. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.